Manufacturer narrative:
Cmp- (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00009; 0009613350-2023-00716. D10: cat #: 00500104428 / liner 28 mm i.d. For use with 44/45/46 mm o.d. Shells / lot #: 65812788 cat #: 30.00.49.060 / ms-30 size 6 std stem / lot #: 3151804. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 12 days post implantation due to a dislocation and loosening of the stem from falling. All components were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product did not cause or contribute to the event. The initial report should be voided.